Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this pacemaker reverted into safety mode. The field representative contacted technical services (ts) for general recommendations for the safety mode. Device replacement was recommended. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received that this device was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure.

Event description:
It was reported that this pacemaker reverted into safety mode. The field representative contacted technical services (ts) for general recommendations for the safety mode. Device replacement was recommended. No adverse patient effects were reported. This pacemaker remains in service.